Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.5.Hardware: iPhone14.3.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 600 mg/dL while wearing the Pod for an unspecified period. The patient was hospitalized as a result. It was reported that the patient was having issues getting their Pod to connect to the G7 sensor. Upon removal of the Pod, the cannula was found bent. The Pod is not available for return since the Pod was removed and discarded by hospital staff. No treatment details were provided.